Event description:
Pts temperature increased to 102.5 due to malfunctioning temperature probe on one of the older radiant warmers. Baby had been 97.7 with assessment. Bed was reading lower that baby so rn repositioned probe. Within an hour, rn heard baby crying and found baby was red when she approached the bed. Rn disconnected temp probe from the bed and disconnected it. Skin temp went up to 39. Baby's temperature = 102.2. Rn continued to monitor baby's temperature until she was back to baseline.